Manufacturer narrative:
Additional information; a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site did not receive any physical samples with this customer report. The manufacturing site was able to perform a limited visual analysis of the 3 images provided by the customer. In one photo, the luer tip appears broken. In another photo of a stop cock, it appears that something extends beyond the female connection end. Because of the angle of the photo, it is not possible to confirm if it is the distal end of the luer tip that reportedly broke off. Because the distal end of the luer broke off inside the lock thread structure as it was being removed, that would suggest the syringe was able to be attached to the stopcock as intended. The reported condition is unable to be confirmed from the photos, but it can be acknowledged that the luer tip is broken in one of the provided photos. It is unknown how the further handling of the medical device during preparation and administration may have affected the syringe. The root cause could not be determined. The manufacturing site has escalated the reported condition internally to the leadership and floor associates. Quality has engaged the production line subject matter experts and manufacturing engineering for a review of the process on the production line. No failures were identified. However, the site strives daily to identify opportunities for continuous improvement for the manufacturing site. At this time the criterion is not met for a formal investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the syringe broke while attaching it to the assist stopcock to obtain contrast contained in the injector. On 06-jan-2020 additional information was received stating that when the syringe was disconnected from the stopcock, the tip of the syringe had broken off and the tip was stuck in the stopcock.